Event description:
Baxter automix 3+3 compounder transfer set - this is a 6 lead set for baxter's automix compounder. One of its leads came apart inside of its sealed, plastic outer wrap. This made the set unusable.